Manufacturer narrative:
(B)(4). Concomitant medical products: item# ep-200144 act artic e1 hip brg 28x38mm lot# 486190, item# 110024461 g7 dual mobility liner 38mm c lot# 329140, item# 51-117100 tprlc 133 mp type1 bm ho 10.0 lot# 6219032. Customer has indicated that the product will not be returned to zimmer biomet for investigation, [add reason, as available]. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent revision approximately 3 weeks after initial implantation due to cup migration into pelvis. Attempts were made to obtain additional information; however, none was available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). UDI: (B)(4). This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of xrays. Xray review indicated: single coronal CT reformatted image of the left hip demonstrates a left total hip arthroplasty. Limited single image demonstrates radiolucency along the supero-lateral acetabular cup and possible acetabuli protrusio. Minimal radiolucency at the bone hardware interface of the femoral stem. No acute fracture. Op report was reviewed and no complications were noted. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.